Manufacturer narrative:
A device evaluation will be made at a later date. End user made the decision to return the device to richard wolf medical as a repair and did not inform richard wolf medical of this action. Due to this decision a follow-up evaluation is required.

Event description:
It was reported that physician began a laparoscopic procedure by placing scope in the trocar. Physician noticed image was blurred, removed scope from trocar and noticed lens at the tip of scope was missing. Unable to find lens in the operative site, in operating room, or in cleaning room. An x-ray was performed on the patient and the results were negative. Whereabouts of the lens is unk.